Event description:
It was reported that the cannula easily came off when it was connected to a tube. The cannula was fixed by tie gun and continuously used. No patient injury reported.

Event description:
A review of service data detected a reportable event. During servicing, battery (B)(4) was found to have one or more defective cells. The last patient to use this battery did not report any deficiencies.

Manufacturer narrative:
Cannula, seperation.

Manufacturer narrative:
Evaluation results: the device was evaluated by edwards (B)(4) with the following results: customer report was not confirmed. Cannula body was received cut off at the 4 cm from the connector and cannula body was not returned. The damage was found on the connector. The problem was not found on the cannula when it is connected to the returned tube from customer. The device was sent to the manufacturing site in the us and was evaluated by the engineering team. The defect was not confirmed. The connector was measured to the production drawing and the barbed end diameters were all within specification. The end of the edwards connector was disorted. It appears the distortion was caused by placing the tubing on the connector and then prying it off repeatedly. This "distorition" on the connector end had never been seen in the manufacturing area. A seperate connector was also returned with the edwards product. This connector has a different configuration that the edwards connector. In comparison, the non-edwards connector feels tighterl this could explain the concern that some connector / tubing interfaces feel looser than others. The edwards connector in question meets the required specifications. The supplied non-edwards tubing inter diameter is on the large size, but it cannot be determined if it is within specification. There is a difference between the fit of the tubing on the returned edwards connector and non-edwards connector, but the edwards connector meets specification and is determined to be compliant. Manufacturing process controls remain in effect and include 100% visual inspection of each diidct21a device manufactured by edwards (B)(4). Feedback received on the diidct21a devices will continue to be monitored. Quality data reviews do not indicate a quality threshold has been exceeded therefore a CAPA will not be initiated.